Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the three critical messages were displayed, critical override, patient data not current, and patient orders not current. A technical support specialist (tss) dial into the server via remote support service due to a timeout and was also unable to remote desktop protocol into the production server, which was not visible on secure link. After confirming interface delay on device and no hospital information technology access on site, the tss worked with the tl to attempt a remote reboot, but the rpc listener failed. The case was escalated to integration engineering support team, who accessed the carefusion coordination engine console, collected data, restarted services, and confirmed the last order messages. The enterprise server remained unresponsive despite being pingable, but after a successful reboot of the server, customer was informed that access was restored and data processing had resumed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had message on screen as critical override and patient data are not in current status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, had message on screen as critical override and patient data are not in current status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.